Manufacturer narrative:
It was reported that the device requires repair. There was reportedly no patient involvement. The device was sent the repair facility for the repair. The bench tech evaluated the device and determined that the battery is dead and requires replacement. The customer declined replacement of the defective battery and the repair of the device. The unit was returned to the customer and no further evaluation is warranted at this time.

Event description:
It was reported that the device requires repair. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) was not able to evaluate the devise since the customer declined service - repair. The customer declined service repair, the root cause of the problem was not determined. The unit was returned to the customer and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device requires repair/service. There was reportedly no patient involvement.